Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and bleeding could not be conclusively determined through this evaluation. A direct correlation between the reported bleeding and the device could not conclusively be determined through this investigation. The patient was medically managed and remained ongoing on vad support following this event. They received a routine transplant on (B)(6) 2019, reported under MFR #: 2916596-2019-03970, and no device related issues were reported. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12aug2015. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had increased drainage from their driveline that was determined to be a superficial infection. The infection was treated on (B)(6) 2019 with an incision and drainage (I&d) of the site and removal of granulation tissue around the driveline site. The patient developed bleeding from the driveline wound; they received two units of red blood cells (rbcs) on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.